Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product to be involved confirmed the report. The sheath and drive wire of the device have been cut approximately 3-4cm from the handle. The drive wire did not separate inside the handle however, the drive wire was not visible in the coil catheter indicating the hook has broken at the distal end of the drive wire. The clip was removed and broken portion of the hook was located within the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all instinct cook endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During the colonoscopy procedure, the physician used a cook instinct endoscopy hemoclip to clip a post polypectomy bleed site in the distal ascending colon that was estimated at 0.3-0.5cm. They heard a click but the clip would not detach (release from the clip deployment device). The doctor and nurse tried multiple times to shake it (the clip) loose, redeploy the handle, and other manipulations to try to release the clip. They ended up cutting the (drive) wire from the handle outside the endoscope, taking the endoscope out and reinserting it next to the clip (drive) cable. By the time they got back to the site of the bleeder, the clip had come loose (from the tissue site) and they were able to pull the whole thing out of the pt with the clip still attached to the delivery cable. The doctor thinks perhaps the action of cutting the handle off loosened the clip to where it let go of the tissue and dislodged (let go of the tissue site). Another clip was used to finish the procedure. A section of the device did not remain inside the pt's body. Other than reinsertion of the endoscope and cutting of the device during the same procedure, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.